Manufacturer narrative:
The complete lead was returned intact. The helix was bent and retracted. Dried body fluid was noted in the helix housing and visual inspection noted bunched insulation and deformed conduction coils 70 to 235mm from the terminal end. This was consistent with the lead being placed through a constricted area. The lead passed electrical and the inner insulation testing. The reported clinical observation was not confirmed based on passing inner insulation testing and electrical testing.

Event description:
It was reported that the pacing thresholds were high during the procedure. The lead was replaced, and the procedure was completed successfully. The lead was returned for analysis. No adverse patient effects were reported.